Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump received no delivery alarm. The customer¿s blood glucose was unknown. Troubleshooting was done for no delivery alarm. Customer reported the insulin did exit. Customer stated that the event was resolved by changing complete set. Customer was advised to revert to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.